Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Irritability (B)(4). Anxiety (B)(4). Dyspnea (B)(4).

Event description:
On (B)(6) 2018, a reporter for the patient (patient¿s daughter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was producing inaccurately erratic results. The complaint was classified based on customer service representative (csr) documentation and a review of the telephone call by medical surveillance. The reporter advised the csr that on (B)(6) 2018 at 10.00am, the patient obtained alleged inaccurately erratic results of ¿176 and 105 mg/dl¿ on the lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The reporter stated that the patient manages her diabetes with self-adjusted insulin doses (novolog; 15 units on average). She stated that the patient did not take any action in response to the alleged inaccurate readings because she was unsure of how much insulin to take. The reporter informed the csr that the patient experienced symptoms of ¿weak, didn¿t feel good, nauseous, lightheaded and crabby¿ immediately after the alleged product issue began. She explained that the patient did not receive treatment for her symptoms above or beyond the usual routine of diabetes care and management. Upon review of the call, the reporter also advised the csr that the patient¿s normal blood glucose reading is ¿around 200 mg/dl¿. She stated that the patient attributed the symptoms of ¿weak, didn¿t feel good, nauseous, lightheaded and crabby¿ with a low blood glucose excursion, which occurred after she had taken too much insulin based on a reading she obtained at 12.00am on (B)(6) 2018, and the symptoms of ¿shakiness, nervousness and shortness of breath¿ had persisted from this time. At the time of troubleshooting, the csr confirmed that the correct unit of measure was set correctly at the time of testing and the results were from the same approved sample site. The reporter advised the csr that the patient¿s test strips were within expiry date and had been stored correctly in an intact vial. The csr noted that the patient had followed the correct testing steps. The reporter was unable to perform a control solution test as the patient did not have control solution at the time of the initial call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the subject meter.